Manufacturer narrative:
During inspection and testing, the probe was found to be broken at a point 15.8 millimeters from the distal end. The broken piece of the probe was returned. There was a mark in the probe where it came in contact to the non-insulated area of the grasping section and was abraded against it. There was a mark in the non-insulated area of the grasping section where it came in contact with the probe and was abraded against it. The proximal side of the tissue pad was worn away. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe was broken and the short circuit error occurred because output was activated in seal and cut mode while grasping a thick tissue with the tip of the grasping section, the proximal side of the tissue pad came in contact with the probe, and the pad was worn away. The worn tissue pad caused the non-insulated portion of the grasping section to touch the probe. Seal and cut output was then activated, causing scratches indicating that the probe and grasping section were in contact with each other to be made. The probe then received an output load in seal and cut mode or received a load when grasping tissue. This resulted in the probe being cracked from the scratch and the error occurred. The probe broke when load was added. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. In addition, the coating of the grasping section was partially peeled off due to being dirt such as a burn being scraped off with something hard. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that three devices of the same model stopped working and triggered a damaged probe alarm during a total laparoscopic hysterectomy procedure. The alarms occurred when the devices were used to cut around the mccartney tube. The devices were checked using probe check and confirmed to be damaged. Between the second and third devices, the transducer was changed but the alarm persisted. For the second and third devices, the alarm was triggered within the first five minutes of use. The generator was not changed. The procedure was completed, after a thirty minute delay, using a similar device from another manufacturer. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken. This report is being submitted for the malfunction found during evaluation (broken probe). The second and third devices are not being reported as the malfunction of those devices has no potential to cause or contribute to death or serious injury if the malfunction were to recur.